Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched at the on-site for the inspection of an equipment at the hospital in order to confirm the faults which is being reported by the customers for repair. Actually it is being recommended that the customer needs to replace the "power management board" but the customer will not do repairs for the time being due to price reasons. If any pertinent information received in future, a supplemental report will be submitted. H3 other text: customer do not repair due to price reasons.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit cannot be turned on normally. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.